Event description:
It was reported that during a routine follow-up in january this implantable cardioverter defibrillator (ICD) battery longevity had six months remaining. Approximately one month later, the device began emitting tones indicating that the device reached elective replacement indicator (eri). Therefore, the patient was admitted the following day and the device was explanted and replaced. It was suspected this device was depleting faster than expected. The device is expected to be returned. No additional adverse patient effects were reported.